Event description:
Was drilling site # 5, dc500 was warped and "blew out the site" did not notice at first until after drilling. Could not use this site to place implant. Full upper case. Will try to place in future after healing time. When part arrived it was dt423, not dc500.